Event description:
It was reported the day after implant that the patient had ectopy as seen on nursing floor telemetry a few hours after implant. Device was checked and patient's right ventricular (rv) lead had dislodged as evidenced by high pacing thresholds and low r-waves. The rv lead was repositioned the following day and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).